Manufacturer narrative:
Concomitant medical products: w4tr02 crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was shocking the patient and the healthcare professional observed twitching all over the patient. The healthcare professional suspect diaphragmatic stimulation caused by the left ventricular (lv) lead. The diaphragmatic stimulation was confirmed and the lv lead was reprogrammed. The device and lead remain in use. No further patient complications have been reported as a result of this event.